Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was verified. During investigation the pump displayed an "a296" code in the versions screen main menu. According to investigator, 4315 this reference to error, motor timeout "41622" error code message which related to faulty microprocessor unit board. Service will replace the pump faulty microprocessor unit board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited error code "ec41622". It was reported that there was no patient involvement. No reported adverse effects.